Event description:
Boston scientific crm received information that this left ventricular (lv) pacing lead was noted to have not been pacing consistently. The lead was therefore surgically abandoned. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Results - review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion - it cannot be determined whether the event was related to device performance, or patient condition.